Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® tube glu plh 13x75 4.0 blblce gr have residue inside the tube. This event occurred (B)(4). There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: no samples and 1 photo were returned by the customer in support of this complaint. The photo was visually evaluated with no issues being identified; it shows tubes with the powder additive that is per specification. This type of powder can exhibit come "clinging" properties; this is not an unusual appearance. The photo does not show the customer¿s failure mode. Additionally, 100 retention samples were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® tube glu plh 13x75 4.0 blblce gr have residue inside the tube. This event occurred 200 times. There was no report of impact to patient or user.